Manufacturer narrative:
Correction: serial number previously reported as (B)(6), now corrected to (B)(6), along with associated patient information, implant date, and manufacturing/expiration dates have now been updated to reflect this serial number.

Manufacturer narrative:
The reported events of impedance issue, no rf telemetry, and no inductive telemetry were confirmed. Reported event of muscle stimulation could not be confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels, with signs of rapid discharging. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power souse. Test results indicated elevated current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented to the emergency room with inappropriate muscle stimulation following an alert for pacemaker impedance issue. Upon arrival, the device was unable to be interrogated. Radiofrequency and inductive means of telemetry were both unsuccessful. The device was explanted and successfully exchanged. The patient was stable.